Event description:
A report was received that the patient's sutures came off and anchor had protruded on the skin. The patient underwent a revision procedure wherein the anchor was repositioned. The patient was doing well following the procedure.